Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an appropriate shock for ventricular tachycardia (vt). The delivered shock accelerated the rhythm to ventricular fibrillation (vf). A delay in therapy for 20-30 seconds was then observed due to the large change in amplitudes, however, shock therapy was delivered and successfully converted the rhythm. Additionally, high shock impedance measurements of 135 and 138 ohms was observed with the delivered shocks. Boston scientific technical services (ts) discussed potential causes. The physician opted to continue monitoring at this time. No additional adverse patient effects were reported. This product remains implanted and in service.